Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced stomach-ache, vomiting uncontrollably, could not breathe and headaches. The cgm reading on the pump was 126 mg/dl and there was no bg reading taken. The patient went to the doctor with her mother around 11:00 am due to stomach pain and was diagnosed with uti (urinary tract infection) and medications were prescribed (antibiotics). The patient was sent home and no other tests were performed. Once arrived at home, patient took her antibiotic bactrinds 800 mg w/c twice a day. Around 12:00 pm, the patient started again to vomit uncontrollably, could not breathe and had headaches. She was observed by her mother the whole day until the patient could no longer tolerate the symptoms and was taken to the ER at 1:00 am. At the hospital they performed some blood tests and they took a bg which was 1200 mg/dl and the cgm readings were not available. The patient was admitted to the ICU, monitored there and treated for hyperglycemia. At the time of the report the patient was still in the ICU but stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.